Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-11423 it was reported that the patient presented for in-clinic follow up with the noise exhibited by both the right atrial and ventricular leads on stored electrocardiograms. Noise was not reproducible. No interventions were made, as the physician elected to continue to monitor. The patient was stable.